Manufacturer narrative:
Per (B)(4) initial report. The following additional information was requested from the reporter: post primary and pre-revision x-rays. Operative notes (primary and revision). Patient activity level and medical history. Did the patient follow correct post-op protocol? What was the patient doing at the time of the dislocation? Did the patient experience any trips / falls or other trauma post primary surgery? What was implanted at the revisions? An update on the patient post revision the appropriate device details have been provided, and the relevant device manufacturing and sterilisation records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA. However, this event occured outside the USA. The submission of this report does not constitute an admission that the device reporting entities representative or distributor caused or contributed to this event.

Event description:
Trinity revision of the ecima liner after approximately 2 years and 6 months due to dislocation.

Event description:
Trinity revision of the ecima liner after approximately 2 years and 6 months due to dislocation.

Manufacturer narrative:
(B)(4) initial report the following additional information was requested from the reporter: post primary and pre revision x-rays operative notes (primary and revision) patient activity level and medical history did the patient follow correct post-op protocol? What was the patient doing at the time of the dislocation? Did the patient experience any trips / falls or other trauma post primary surgery? What was implanted at the revisions? An update on the patient post revision. This information was not provided and thus the scope of the investigation was limited the appropriate device details were provided, and the relevant device manufacturing and sterilisation records have been identified and reviewed. All part associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device reporting entities representative or distributor caused or contributed to this event.